Event description:
It was reported by a nurse that a patient on peritoneal dialysis (pd) was in an acute facility for peritonitis. There were no reported allegations that the peritonitis was due to fresenius products. The nurse did not have any information about the patient or details pertaining to the peritonitis. In additional follow-up with the reporting nurse, it was confirmed that this patient was hospitalized with fever and peritonitis. The nurse stated it is unknown if the patient was using fresenius products prior to hospitalization. The nurse stated the patient received pd in the hospital with a fresenius cycler and stated the patient did not have any adverse effects from the cycler. No further information about the event was available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no objective evidence that this patient had a temporal relationship with fresenius products prior to hospitalization for peritonitis. Furthermore, there is no reported allegation or objective evidence that a fresenius device or product issue caused or contributed to this event.

Event description:
It was reported by a nurse that a patient on peritoneal dialysis (pd) was in an acute facility for peritonitis. There were no reported allegations that the peritonitis was due to fresenius products. The nurse did not have any information about the patient or details pertaining to the peritonitis. In additional follow-up with the reporting nurse, it was confirmed that this patient was hospitalized with fever and peritonitis. The nurse stated it is unknown if the patient was using fresenius products prior to hospitalization. The nurse stated the patient received pd in the hospital with a fresenius cycler and stated the patient did not have any adverse effects from the cycler. No further information about the event was available.